Manufacturer narrative:
Conclusion: based on available information it cannot be determined if there is a causal relationship between the adverse event of hypervolemia and possible pericardial effusion and the liberty cycler. The initial report of pl line blocked on the liberty cycler was resolved with technical support. The patient alleges that there were other alarms and treatment could not be completed, however, the patient decided not to utilize manual exchanges to complete pd therapy despite being trained. It is unknown if the patient has any pre-existing comorbidities or concomitant medications that could have contributed to the hypervolemia and possible pericardial effusion. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 during a routine follow up phone call for a previous patient line (pl) blocked issue, the patient contact stated that this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was admitted to the hospital on (B)(6) 2017 for breathing trouble. Additional information was provided by the patient during a phone conversation on (B)(6) 2017. It was documented that the patient was unable to complete treatment on (B)(6) 2017 due to recurring alarms on the liberty cycler. The patient awoke the following morning with difficulty breathing and went to the emergency room (ER) (transport unknown). The patient was diagnosed with hypervolemia and possible pericardial effusion. Per the patient, the causal event was not being able to complete treatment on the liberty cycler the night of (B)(6) 2017. The patient stated that he was trained on performing stat drains as well as manual exchanges but that he had not reverted to manuals to complete the treatment that night. Hospital course unknown. The patient continued with ccpd while hospitalized utilizing the hospital unit (unknown if fresenius device) with no reported issues. The patient was prescribed/treated with medication (type, route, dose, strength and duration unknown) to address the pericardial effusion. The patient was discharged (B)(6) 2017 and continued to complete ccpd therapy on his liberty cycler with no reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was unable to complete his peritoneal dialysis treatment the evening of (B)(6) 2017 due to recurring cycler alarms and stated he woke up the next morning with difficulty breathing and went to the hospital, where it was determined he was fluid overloaded and had too much fluid around his heart (pericardial effusion). The patient stated it was due to him missing his treatment the night prior. The patient stated he was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated he had not reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment on (B)(6) 2017. The patient stated he remained hospitalized and dialyzed using the hospital cycler while hospitalized and was discharged on (B)(6) 2017. The patient stated he was provided with medication to address the fluid around his heart and was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler the evening he returned home without issue. Medical records were being requested.